Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). The patient showed up at the emergency room with a possible infection. The hcp stated that the patient was seen for an infected pocket. The issue was note resolved at the time of the report but the patient was noted to be alive with no injury. The rep stated that the cause of the issue was not known. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-nov-01. The patient had surgery on (B)(6) 2017 to resolve their pocket infection. The procedure was a removal of the implantable neurostimulator (ins) and two leads. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. (B)(6). No further complications were reported.